Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date, diagnosis and name of initial surgical procedure? Other relevant patient history/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain from surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? What was the indication for mesh removal? Please provide date and surgical findings of mesh removal surgery? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Was the pain resolved after re-operation? Product code and lot number?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced pain and the mesh was removed on unknown date. Additional information has been requested.